Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when extracting the provisional shell the thread of the handle broke inside the shell, and the piece of thread that had been inside it could not be removed. Pieces of the instrument fell into the patient; all pieces were removed from the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed upon visual inspection the threaded tip has been fractured. Sem analysis indicates inserter fractured near the distal end of the instrument in the threaded region. The fracture surface shows signs of a fast fracture in a brittle manner by the relatively smooth surface and lack of material elongation on the fracture surface. Visual examination of the inserter revealed fracture surface artifacts that suggest a bending overload fracture. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event.